Event description:
Customer reported the right monitor has no video. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened a loose cable connection. System operates as intended.